Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(6) bluetooth device pairing test was performed and passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. Confirmation of the complaint was undetermined. The probable cause could not be determined via product. No injury or medical intervention was reported.